Event description:
During t2 humerus nail extract surgery, the surgeon uses the driver and tried to remove the end cap. When the surgeon turned the driver, the thread part of end cap broke. Therefore, the surgeon removed the thread part of end cap which remained in the nail and the operation was finished.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report. Add'l device: humeral nail, 1830-1922s; ap t2 humerus 9x220mm, lot # k127581.